Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: the review of the provided image is consistent with reported complaint of loose wire at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to close the jaws and was not able to fire the clip. The bed side assistant removed the instrument and checked one wire was loose on jaws side. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The incident with the clip applier did occur while the surgeon attempted to clamp on a vessel or tissue bundle. The hemoclip was used with the clip applier instrument. The surgeon used large size clip with the clip applier instrument. The surgeon used large size clip on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use. A backup clip applier was used to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a loose grip cable at the distal end. The housing was removed, and the instrument was found to have a broken grip cable. The yaw motion may be non-intuitive as a result. Both observations are related.